Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon implanted a known recalled trochanteric fixation nail. The circulator removed the sealed implant from the box. Using sterile technique, the circulator inspected and opened the outer package for the physician assistant. The assistant inspected and opened the inner package using sterile technique for the scrub nurse to remove the actual implant. The assistant then changed his gloves. The nail was implanted and the procedure was completed with no issues noted. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include, hwc. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as the part was not received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history review reports: there was a related stock evaluation 1455 found recalling all sterilized nails for packaging sterilization issues. No other document related issues were found. Device is part of the trocanteric fixation nails recall number 154, trauma nail system (B)(4)